Event description:
It was reported that patient had bilateral knee implants back in 2007. Patient is complaining of pain in both knees and also below both knees. Patient reports that pain has been constant since surgery. Patient states that he has a metal taste in his mouth. Patient also is complaining of metallosis. Patient wants to know if there is or was a recall for the triathlon knee systems.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as right triathlon knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding pain of an unknown cause involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned because the device remains implanted. There were no reported discrepancies for the referenced lot. There were no other events for the referenced lot. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had bilateral knee implants back in 2007. Patient is complaining of pain in both knees and also below both knees. Patient reports that pain has been constant since surgery. Patient states that he has a metal taste in his mouth. Patient also is complaining of metallosis. Patient wants to know if there is or was a recall for the triathlon knee systems.